Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they change out batteries more frequently. Customer states that the insulin pump had crack near the battery cap and battery cap was worn down. Customer states that the insulin pump had rewinds slower every and had to rewind more than once per prime and also had unexplained no delivery alarms. The device will not be returned for analysis.